Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with dyspnea, general malaise and pain in the lower right side of the abdomen. It was noted the patient was hospitalized due to increased inflammation parameters and electrolyte disturbances and the next day the patient developed back in the lower back and a fever. Blood cultures indicated (B)(6). A chest x-ray was performed, along with a computerized tomography (CT) scan which showed increased activity around the cardiac resynchronization therapy defibrillator (crt-d) pocket. The patient was diagnosed with complicated (B)(6) and sepsis with an infected crt-d pocket. The system was explanted and later replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.